Event description:
This is report 4 of 6 for the same event. It was reported that during a minimally invasive lumbar surgery, it was discovered that the console device displayed a c0 error message while in use with a motor device, an attachment device, a bearing sleeve device, a foot control device and a console device. According to the report, the surgical procedure was six hours long. During the length of the surgical procedure, the surgeon had to tap the foot pedal numerous times to get the motor device to operate ¿every time he began to drill again¿. The reporter indicated that surgeon had to tap the foot pedal twelve to thirteen times during the six-hour surgery. As a result, there was a five minute delay in the surgical procedure. The surgery was completed with the original devices. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. The reporter stated that the following devices were used in the surgery: a motor device, two attachment devices, a bearing sleeve device, a foot control device and a console device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.